Manufacturer narrative:
Alleged failure: no video output confirmed failure: transition board failure replace transition board software upgrade software reprogram probable root cause: cables. Hdmi cables. Connectors. Digital board. Power supply. Filter/fuse. Ac inlet board. Main board. Transition board. Intermittence between transition board and ch connector. Software. Camera head (sensor, sensor cable). Coupler (dust on optics, scratched optics, broken/shifted lenses, focusing mechanism, endoclamp, zoom ring). Problem toggling light source. Connected monitors. Leaking. Poor grounding (e.g camera head connection from cable to transition board.). No/incorrect communication with light source. Soaking cap disconnection during sterilization. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Cybersecurity attack. Pendulum ch inertial measurement unit (imu). Use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the ccu turns off randomly and has to be restarted. Case delay approximately 5 minutes. No patient harm reported. Therefore, there was loss of image.

Event description:
It was reported that the ccu turns off randomly and has to be restarted. Case delay approximately 5 minutes. No patient harm reported. Therefore, there was loss of image.

Manufacturer narrative:
Alleged failure: no video output confirmed failure: transition board failure replace transition board software upgrade software reprogram probable root cause: ¿ cables ¿ hdmi cables ¿ connectors ¿ digital board ¿ power supply ¿ filter / fuse ¿ ac inlet board ¿ main board ¿ transition board ¿ intermittence between transition board and ch connector ¿ software ¿ camera head (sensor, sensor cable) ¿ coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring) ¿ problem toggling light source ¿ connected monitors ¿ leaking ¿ poor grounding (e.g camera head connection from cable to transition board.) ¿ no/incorrect communication with light source ¿ soaking cap disconnection during sterilization ¿ electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge ¿ cybersecurity attack ¿ pendulum ch inertial measurement unit (imu) ¿ use error the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.